Manufacturer narrative:
The lead was discarded, making it unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the infection. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "infection that may require...antibiotic therapy" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
During the trial period of an evoke spinal cord stimulation (scs) system, infection was noted at the lead implant site. The leads were explanted. Additional diagnostic testing was performed and medication administered for the infection.